Manufacturer narrative:
B3: DATE IS UNKNOWN, SO ESTIMATED DATE WAS ENTERED. D4: DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THIS INFLATABLE PENILE PROSTHESIS (IPP) WAS NOT STAYING RIGID. A SURGICAL PROCEDURE WAS PERFORMED DURING WHICH THE CYLINDERS WERE EXPLANTED AND REPLACED. UPON EXPLANT THE PHYSICIAN IDENTIFIED THE RIGHT CYLINDER HAD AN ANEURYSM AND LOOKED LIKE THE INNER SILICON LAYER AND MESH LAYER HAD BURST. NO ADDITIONAL INFORMATION WAS PROVIDED.

Event description:
It was reported that this Inflatable Penile Prosthesis (IPP) was not staying rigid. A surgical procedure was performed during which the entire device was explanted and replaced. Upon explant the physician identified the right cylinder had an aneurysm and looked like the inner silicon layer and mesh layer had burst. There were no patient complications reported.

Manufacturer narrative:
B3: Date is unknown, so estimated date was entered.D4: Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.